Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
During intra-aortic balloon (iab) insertion on ami patient, an inflation failure was found under fluoroscopy upon pumping started. Replaced iab to continue therapy. No patient injury was reported.